Event description:
It was reported that the implant at tooth site #22 failed to integrate and was removed.

Event description:
It was reported that the implant at tooth site #22 failed to integrate and was removed.